Event description:
It was reported that this right atrial (ra) lead had exhibited breakage or fractured. Additional information received which indicated that this ra lead was identified to have been chronically undersensing and no capture at maximum output in the bipolar configuration. The impedance remained stable in both configurations. This ra lead was surgically abandoned and was replaced with same model. No additional adverse patient effects were reported.